Manufacturer narrative:
The device was returned to smiths medical. The non-conformity as pinhole in the breathing bag is confirmed. It is concluded that failure reported could not be reproduced using the tools from assembly and packaging process. The most probable root cause is that pinholes occurred after the product left smiths medical facilities. DHR: DHR review was completed. Review of manufacturing records, relevant to the lot reported, found no discrepancies or anomalies.

Event description:
It was reported that during a pre-use check, the customer found a pinhole in the breathing bag. No patient injury was reported.